Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's ins would shut off on its own as the patient charged their ins before going to bed. The patient also stated that it happens during the day sometimes that she thinks the ins is on and that when she gets home to check to see if she needs to charge and the ins her stimulation has turned off without her knowing. The patient stated that this would account for why she was hurting. This issue has happened a couple of times. The patient noted that sometimes she's used up the ins battery and sometimes she doesn't and that right now the controller battery is at 70% and the ins battery is at 80%. The patient stated that while she was charging, during the call, that it went to stimulation off and that's the first time that has happened while charging the ins. The patient stated that she plugs the controller in to charge right after the ins reaches 100%, so that it's ready for t he next time and that she charges the ins every morning. The patient also confirmed that she is not pressing stimulation off button. When the patient was asked when this issue was first noticed she stated that's it's sporadic and she doesn't know when it first started and could not provide a timeframe. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause was not determined. It was reported a rep changed the patient's program to resolve the issue. Issues have been resolved.